Event description:
It was reported that the mount tab of the sagittal blade broke off during a surgical procedure. It was further reported that the procedure was successfully completed using a second blade. No adverse consequences were reported.

Manufacturer narrative:
Two blades were returned by the customer for eval. It was visually confirmed that one of the mount tabs had broken off one of the blades. Based on the info provided and other more recent complaints reporting similar events, the root cause for the complaint is determined to be multi-factorial.